Manufacturer narrative:
The reported issue that the device had error code 120.4500 was confirmed. The root cause was contamination of power supply board. No device was returned for investigation. Device history: review of the sn (B)(4) service history record showed the device had a manufacture date of 07/30/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/02/2020 and indicated that this device was previously returned for service of this reported error code 120.4500 with the cause attributed to contamination of the power supply board on 15jun2020. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the device had error code 120.4500. Per customer, no further information will be provided.